Event description:
It was reported the programmer is not booting up consistently. It was also reported there is EKG (electrocardiogram) noise from the connection. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Event description:
It was reported the programmer is not booting up consistently. It was also reported there is EKG (electrocardiogram) noise from the connection. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event concerning the inconsistent boot up. The programmer powered up correctly, however the hard drive intermittently makes excessive noise. It was also noted that the electrocardiogram (ECG) connector was loose and caused noise, the left keyboard hinge was broken, the latch was missing from the media bay door and the system fan was noisy. (B)(4).